Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by the failure of the power supply board or video processing board. There is possibility that these failure was caused by aging. If additional information becomes available, this report will be supplemented.

Event description:
The device turned off automatically. There was no report of patient injury associated with this event.